Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that a cartridge alarm occurred during the load sequence and a minimum fill notification occurred after the user filled the cartridge with 215 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 200-201 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.